Event description:
It was reported that a user¿s dexcom g7 sensor was providing glucose readings in the dexcom app but not displaying on the ilet, consistent with a pairing or communication failure between the continuous glucose monitor and the ilet controller. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no reported impact to the user¿s health or therapy. Investigation included customer support troubleshooting and education, including sensor code reentry and cgm type toggling to reinitiate pairing. Investigation of this case revealed a probable device communication issue between the external cgm and the ilet consistent with pairing failure, with no evidence of hardware damage to the ilet or the cgm sensor. It was concluded, based on previously established findings for similar reports, that the cause was user interface or connectivity issues related to device pairing.